Manufacturer narrative:
(B)(4) s/w 2.9d. Unit received with cracked case(battery tube), cracked battery tube threads, faded serial number label and cracked retainer. Unable to confirm broken battery cap metal contact due to unit was received with no original battery cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was an allegation of hyperglycemia as a result of this event.